Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se green sheath had not split the whole way down. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer issue was confirmed based on the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a percutaneous transluminal angioplasty. Reportedly, resistance was felt during advancement of the starclose se thumb advancer. The safety release mechanism was not used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.